Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was unable to be inserted deep into the trocar cannula during a surgical procedure. The laser probe was replaced to complete the surgery. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, product was retuned for evaluation. The probe was manufactured on april 17, 2018. There were 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25ga trocar it became stuck at the cannula-nitinol junction, replicating the reported event. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. An internal investigation has been opened for this issue. The manufacturer internal reference number is: (B)(4).